Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to hold the usb cable in a specific position in order to allow the pump to charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump charged successfully with no issues using an alternate usb cable.